Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required name change and resynchronization. A technical support specialist (tss) dialed into station updated the computer and cabinet names and confirmed data synchronization was set to real time; however, reports and the manage inventory, view device screen still showed the old drawer and device names. After taking the station down and reviewing data sync logs, tss found an error indicating the station's last upload change tracking value was lower than the database's minimum valid version, requiring a manual recovery process; the uploader interval was automatically changed to 30 minutes and customer confirmed that issue was resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required resync the station to the server and name changed from pedigyn to 118dud2. Customer stated that medications appeared on the device; however, on the server it showed that nothing was loaded to the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.